Event description:
It was reported during the patient's scs trial procedure the physician experienced difficulty placing the scs lead due to scar tissue. The physician tried troubleshooting however, the patient began experiencing leg pain and cramping. Consequently, the physician abandoned the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.